Manufacturer narrative:
No harm was done to the patient per the facility.

Event description:
An obturator was being placed into patient's stomach. The obturator slipped through and split the tube in half. One portion was removed from the patient's stomach. No harm to the patient occurred.